Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular lead displayed poor sensing and loss of capture in both configurations. A lead dislodgement was suspected. The patient experienced diaphragmatic stimulation. During the lead revision procedure, the vein was found to be occluded and the patient was transferred for a vein stent. The lead was eventually explanted and replaced with another manufactures lead. As of today, the explanted product has not been returned for analysis. If the product is returned or if additional information becomes available, this report will be updated. No date of explant was provided.